Manufacturer narrative:
One ultra fast-fix curved device was evaluated by quality and manufacturing engineering. It was confirmed that the blue fixed straw and the white depth limiter could be removed from the device simultaneously and were stuck together. During the assembly process, loctite is used to fixate the blue fixed straw to the handle hub. The white variable depth straw was cut opened and removed from the blue fixed straw to examine if excessive loctite was used. It appears an excessive amount of loctite was used when assembling the device resulting in the white depth limiter being fixated to the handle hub. This failure mode was a result of a manufacturing error. A review of complaint file confirmed this to be isolated in nature.

Event description:
It was reported that during a meniscus surgery, the white and blue sleeve were simultaneously pulled out. T1 was not anchored secured, but t2 deployed through the meniscus. The product cannot be used, the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.